Manufacturer narrative:
A sample device was returned for analysis. A loose haptic was foun4).d in the carton. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure the lens was scratched upon post microscopic examination. The lens was replaced with a back up lens in the initial procedure. Additional information has been requested.

Event description:
Additional information has been requested and received which states that the iol injector also contributed to the lens scratch.

Manufacturer narrative:
The disassembled lens case was returned in the carton with the associated handpiece. The lens was not found. A broken haptic with solution was found loose in the carton. The rest of the lens may have been lost in transit due to being returned unsecured in the carton. The manufacturer internal reference number is: (B)(4).